Manufacturer narrative:
A2. Age at time of event- 18 years or older.

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 5atm when inflated for about 5 seconds. The device was removed from the patient's body without any problem using the normal method. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.